Event description:
It was reported that one day post lead revision, the pulse generator exhibited backup vvi operation. After a software download, the device was restored and functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.